Event description:
It was reported to boston scientific corporation that an advanix biliary with naviflex rx delivery system was used in the bile duct during an endoscopic retrograde cholangiopancreatography procedure (ercp) with stent placement procedure performed on (B)(6) 2024. During the procedure, when the deployment stylet was pulled out, the inner sheath was ruptured. The advanix stent was removed undeployed from the catheter and the procedure was completed with another of the same device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.